Manufacturer narrative:
Additional information was added to h4 and h6. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: retention samples were evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The retention samples were gravity and leak tested under water; no leak was observed. The reported condition was not verified for the retention samples. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo solution set leaked at the y-junction. The event occurred during priming. There was no patient involvement. No additional information is available.